Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no repairs were needed. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's delivery volume was high. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.